Event description:
The customer's family members called to report that the family members blood glucose was fluctuating. It was stated that the customer had low blood glucose, drank orange juice and blood glucose went up. The customer corrected their blood glucose. Three hours later the contact called back and informed that the customer had low blood glucose two days ago and at that time blood glucose were treated with chocolate and sugar. Later the blood glucose rose and the customer had to go to the emergency room. The cause of high blood glucose was not determined. It was indicated that the customer woke up with low blood glucose and treated with sugar. Blood glucose rose again. Troubleshooting was performed. The lead screw test passed. The time on the pump was incorrect.